Manufacturer narrative:
Updated become aware date. This issue was previously reported on pr (B)(4) with MDR 3030677-2021-13151. The device was not available for investigation.

Event description:
It has been reported that the device is failing self-test.